Event description:
It was reported that, the pt started having symptoms immediately following the surgery which was not the case when she had her left hip replacement. She had pain in the groin area. She started experiencing dizziness, ringing in her ear, very fatigued where she would sleep 10-12 hours a day. Test revealed low iron and hi cocr of 21. A tumor was detected as well as altr. The area was yellow and deteriorated. When she went into the revision surgery the implant couldn't be replaced without breaking the bone.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.